Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 01/13/2020. The following information was requested, but unavailable: it was reported that the needle was found broken at the tail of the needle when it was used in the surgery of reconstruction of stoma on (B)(6) 2020. Please provide a justification why was this event per event description does not match alert date of (B)(6) 2020. This case is from the health authority. It was reported by the hospital directly on (B)(6) 2020 after the event. Were x-rays taken to locate the needle piece(s)? Unobtainable. Was the needle piece(s) retrieved during the same procedure? Unobtainable. What tissue structure is it located? Unobtainable. What is current condition of the patient? Unobtainable. Once there is any update, we will update the information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device not returned a manufacturing record evaluation was performed for the finished device batch number pck671, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent reconstruction of stoma on (B)(6) 2020 and suture was used. The needle was found broken at the tail of the needle when it was used in the surgery. Changed to another device to complete the surgery. There were no adverse patient consequences reported. No additional information was provided.